Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent "arthrodesis of the second and third tmt joints in the right foot. X-rays done at approximately one year post-op show solid fusion of the joints. At an unknown time the patient began to experience discomfort at the operation site to the point of beginning celebrex 200mg. A second x-ray was done that showed the plate was broken and a screw had migrated causing protrusion on the surface of the foot." It is unknown if a revision will be done.